Manufacturer narrative:
Device evaluation: at the time of the investigation, product was not available for evaluation. Therefore, no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot#60241606. All devices met material, assembly and performance specifications at the time of product released. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. Johnson & johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface that was being used for the operative eye. This customer does not know if this was discovered during patient contact. There was no patient harm and no medical intervention needed. The procedure was completed successfully.